Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that, during an office follow-up, the device had a patient data alert. Technical services suspects this is due to a memory in the device ram. Technical services advised that the patient data is missing or corrupted. The clinic should update data like the model/serial number, the patient's name, etc. The clinic should consider adding a patient note to indicate the correct date of implant. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.